Event description:
Reporter noted bits of metallic colored material entering anterior chamber during irrigation/aspiration. Retrieved and removed particles. Then noted more material in the chamber that was either swept out of the eye, or behind iris. No injury reported.